Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient receiving dilaudid via an implanted pump. The indication for use was failed back surgery syndrome and spinal pain. On 2014-06-05 the hcp reported that the patient had a trial and subsequent implant of a programmable pump for delivery of intrathecal dilaudid. The patient had done well for several months and then developed an infection around the pump and it was removed. As of (B)(6) 2001 the pump had been out for approximately six months and the patient had come back for re-implantation and on (B)(6) 2001 a pump system was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.